Event description:
A complaint was reported by the distributor regarding a damaged usb port on a pump, which led to the pump being unable to connect or power on, despite attempts with various cables. There was no information provided about the customer¿s blood glucose level, so there was no reported impact. The plan involved returning the faulty device and providing the customer with a replacement pump, which was expected to be returned by the end of october 2025. No further information was available about the customer or healthcare facility involved.